Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited threshold issue on the right atrial (ra) channel. The right atrial auto threshold (raat) test was not successful. The ra pacing impedances increased and were jumpy ranging from 900 ohms to 1800 ohms. These measurements were noted when troubleshooting was performed. There was noise noted on the atrial channel which was also oversensed. The patient does not recall any trauma or fall which could have damaged this system. The health care professional (hcp) recommended to perform x-ray imaging and will be deciding if ra lead revision was needed or not. This crt-d device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).